Event description:
Reportedly, after the pt experienced a car accident, he suffered from ventricular insufficiency and cardiac arrest. Subsequently, the pt expired during surgery. It was noted during surgery that one of the leaflets had escaped and the staff was unable to locate it. No autopsy was performed per refusal of the pt's family.